Event description:
Ethicon proximate rotating head stapler was used on our patient when we were finished with her section. Before putting the dressing on I noticed 2 staples coming out and had to replace them.